Manufacturer narrative:
(B)(6). (B)(6) et al (2017). "Perioperative complications and initial alignment of lateral approach total ankle arthroplasty". The journal of foot and ankle surgery (2017) pg. 1-5. Reference journal article attached. Http://dx.doi.org/10.1053/j.jfas.2017.04.016. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. (B)(6). Concomitant devices: unknown trabecular metal total ankle tibial articular surface catalog #: ni, lot #: ni; unknown trabecular metal total ankle tibial base component catalog #: ni, lot #: ni the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565-2017-05151 / 05152 ). (B)(4).

Event description:
It is reported in a journal article that two (2) patients developed bony impingement following ankle arthroplasty and required open exostectomy and decompression, one anterior and one medial. Attempts have been made to retrieve additional information, but no further information is available at this time.